Manufacturer narrative:
The hospital biomed performed a checkout of the equipment and a review of the logs. The anesthesia control board was replaced.

Event description:
The hospital reported the unit went into a system reset error during the boot-up process. There was no report of patient involvement.